Event description:
It was reported that the customer was not receiving insulin and subsequently experiencing high blood glucose levels. The customer's blood glucose was 278 mg/dl. The customer stated that the size of the air bubbles were little and tiny. The customer stated that the bubbles were close to the reservoir. Troubleshooting was done. Advised customer to run a fixed prime until the air bubbles were no longer visible. Advised customer to remove the infusion set from her body. The customer stated that there were no leaks. Advised customer to change the infusion set. After a complete set change, there were no longer air bubbles in the tubing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.